Event description:
As reported by the user facility: (B)(4), lot # 1l27258303, 2f28258306: reports: 3 incidences from the 2 lot numbers that when nurse withdrew needle there was no safety shield at all. Lot 2f28258306 - manufacture date: 06/28/2012; exp. Date: 06/01/2017. Approximate age of device: 5 months.

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of(B)(4). All available info was forwarded to the actual manufacture for further eval. They conducted batch reviews for the involved finished good lot numbers and no anomalies in the manufacture of the product were noted. The reporting facility indicated that the samples involved in the reported incident were not saved. Without the actual samples, a thorough investigation could not be performed and no specific conclusions can be drawn.